Event description:
It was reported the valve was explanted due to rupture of a leaflet. The valve was replaced with another 29mm biocor valve (medwatch report# 3001743903-2010-00069). The pt expired 3 days postoperatively on (B)(6) 2010 due to an intracranial bleeding event. The surgeon indicated the death of the pt was not related to the device. Additional information has been requested.